Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to duplicate customer comments.

Event description:
It was reported that while connected to a patient, the staff noticed the pacing rate, set at 80ppm, would periodically drop to 40ppm (displayed on screen) for about 4-5 pulses, then go back to the preset rate. The biomedical engineer said this also occurred when testing the device with the epg (external pulse generator) tester. Even when the rate was set to a rate of 90 - 200ppm, it would still drop to 40 for about 4-5 pulses, then go back to the preset rate. No patient complications were reported as a result of this event.